Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they saw a code with a call your doctor message on it on the recharger. The patient was driving and couldn¿t troubleshoot. The patient also reported that he had pain down the leg. No further complications were reported. Additional information was received from the patient. They reported they hadn't used their implant in "years", and hadn't been able to get their external devices to communicate with the ins since (B)(6) 2019. They were getting the poor communication screen and had tried contacting a manufacturer representative (rep) but had not heard from the rep. The patient was trying to get an MRI for a "prostate issue". It was reviewed that the patient would need to contact their doctor to schedule an appointment to check the ins and have a physician mode recharge (pmr) performed on the ins to resolve the a suspected overdischarge. No further complications were reported or anticipated. Additional information received. The reason for call was pt reported that they will be having their current implant replaced with a new medtronic stimulator with adaptive stim. Pt stated the reason for this is that they were having to charge their current implant too much. Pt stated their implant is currently in possible over discharge and has been for over a year now. Pt stated that they spoke with mdt rep, (B)(6) and they told pt to call ps (patient services) for assistance in jump starting their implant. Ps reviewed with pt that ps is unable to assist with possible over discharge over the phone. Ps sent email to mdt rep to review ps role. Pt mentioned that their implant was jump started a couple years ago for over discharge. Pt stated that they were working with an mdt rep named (B)(6) at that time.